Event description:
Health care professional reported a rupture and capsular contracture baker grade iii. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Additional observations: crease is observed. Black particles were observed on the gel. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted.

Manufacturer narrative:
Health effect impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Health care professional reported a rupture and capsular contracture baker grade iii. This relates to the left side. Device has been explanted and replaced.